Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline communication fault alarms that appear consistent with the signs of fluid ingress on the inline connector addressed under the modular cable pi main. However, fluid ingress on the pump cable side was unable to be confirmed as no images of the pump cable inline connector pins were provided, and the device remains in use. Additionally, the report of the modular cable and pump cable inline connectors not being properly sealed with the yellow line visible could not be confirmed, and a specific cause for the reported event could not be conclusively determined. The controller event log files collectively contained events from 15jan2026 to 16jan2026. A driveline communication fault alarm, associated with comm b line faults, was captured throughout the duration of the file; however, pump function was not interrupted during these events. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed despite this alarm. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable. This document also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 6 of the IFU, ¿patient care and management¿ and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instructions regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿ contain information on caring for the driveline and instruct the patient to keep the driveline clean. The exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the outpatient clinic with an active driveline communication fault alarm. It was also noticed that the connector between modular cable and pump cable was not properly sealed (yellow line was visible). Connector was handled by the ventricular assist device (vad) coordinator. The alarm was cleared on heartmate touch and alarm resolved. The patient was readmitted due to driveline communication fault alarm a second time. The modular cable was exchanged and the alarm resolved.